Event description:
On (B)(6) 2013, the distributor contacted animas and alleged that the display lens is scratched and unreadable. There is no indication of an adverse event related to this. This complaint is being reported because the issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.